Manufacturer narrative:
G4:08dec2020. B4:14apr2021. Per biomedical engineer, he charged the battery then check battery voltage. The biomedical engineer confirmed the device charged to 97% (16.56v). The biomedical engineer ran the unit for 20 minutes discharge test and ran down to 94% capacity (15.32v) - well within specs. The biomedical engineer confirmed the proper operation and returned to the department ready for use. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
The customer reported that the device will not work on battery. The customer states the battery is less than a year old. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.